Manufacturer narrative:
Additional information / device evaluation: device evaluation fo monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination inside the unit. The cause of the code 102 is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Device evaluation of monitor sn (B)(4) is underway. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 102.

Manufacturer narrative:
Device evaluation of monitor 3008642652-2018-07736 is underway. The reported problem (code 102) was confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 102.